Event description:
The company was informed that the patient had mastoiditis. The patient's device was explanted. Advanced bionics is in the process of gathering more information, and will submit a follow-up report.